Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the ippc. The fse replaced the ippc and reinstalled the software. After replacement of ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was pc start up issue. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the ippc. The fse replaced the ippc and, reinstalled the software and returned the system to use in good working order.